Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter and advancer were received together. The rotawire was returned inside of the device. The advancer and handshake connection were microscopically and visually examined. The coil is stretched. The returned rotawire was clipped in place using a the returned wire clip. The advancer was connected to the rotablator control console system to perform the brake test. There were no abnormal noises or leaks and the device did not run; so, it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. The reported locked on wire could not be tested due to the device not being able to run. There is no damage to the brake. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire.

Event description:
It was reported that the brake defeat feature malfunctioned. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During the procedure, when withdrawing the device, it was noted that the rotawire was spinning and coming out together with the burr. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the brake defeat feature malfunctioned. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During the procedure, when withdrawing the device, it was noted that the rotawire was spinning and coming out together with the burr. The procedure was completed with this device. No patient complications were reported.